Event description:
While the patient was walking, accompanied by her private caregiver and the walker, allegedly one of the wheels fell causing the patient to fall. The patient was transported to the hospital by ambulance, and was released from ER the same day. Allegedly the patient was diagnosed with and treated for black eye and lacerations. She went back to the hospital for a follow-up wound check two days later.